Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep is in the or with the patient during a battery replacement to an inceptiv, due to previous battery at eos. Rep states that when they placed the wens on the leads, the impedances all showed green and in the normal range. Once placing the lead into the ports for the inceptiv, the impedances increased to 40,000 ohms, but the values are reported to have fluctuated, where sometimes they would show high and sometimes show in the 2000 ohms green range. Tss advised rep that they could try wiping the lead and trying the wens again to see if they were still high. Rep states they were "high" again with the wens, however later clarified, that they were normal when going back to the wens. Rep states most electrodes were green and some were orange, but they did not have specific values. Rep then stated that they tried a different tablet and communicator with the ins and the impedances were still high. Rep plans to talk with their manager about trying another battery, otherwise will refer to the physician about next steps. Rep emailed back and reported that after multiple attempts, roughly 45 minutes, the impedance values normalized on the inceptiv battery. A second battery was not opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the cause of the high impedance was not found. The hcp wiped down the leads and re-inserted them into the ins (30+ times), then the rep checked impedance and the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called in repeating previously reported information regarding high impedances. Per caller, hcp wanted to test leads separately in a wens before opening the ins as a precaution. They got high impedances on some electrodes. They retested multiple times and the impedances weren't resolving. Hcp then had caller connect leads to ins which also reflected high impedances. However, after remeasuring impedances multiple times, the impedances then resolved for the most part, though caller indicated there was still a couple of electrodes that were still "out".